Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A center director reported stage three diffuse lamellar keratitis (dlk) in a patient's right eye 13 days post lasik. White inflammatory granules were reported on flap interface. Microstriae were also reported near inflammatory granules. Patient complained of an irritated red eye, and loss of near vision. Topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: the laser system was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the system was operating within specification. The root cause cannot be determined conclusively the manufacturer internal reference number is: 2015-135974